Manufacturer narrative:
A ge representative evaluated this system and determined the x-ray regulator needs to be replaced. The part is on order and has not yet been received. The customer is continuing to use the system, system is operating as intended.

Event description:
It was reported that the system was generating low ma warnings. No patient injury was reported.